Event description:
Allergan's contracted attorneys from (B)(6) received a subpoena from the assistant us attorney general which reported the alleged death of this patient. An obituary was found online which provided the patient's date of birth and date of death. A friend of the patient posted an online blog stating that this patient "died suddenly of complications from lap band surgery." It has not been confirmed at this time if an allergan lap-band system was involved in the death of this patient. The reporter and the assistant us attorney general's office had been contacted and no further information was made available to allergan. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, the date of the event, and the implant and explant dates. This information has not been provided to and received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Death is a surgical and physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information has been reported to allergan regarding the serial number or the implant date. Device labeling addresses the reported event of death as follows: "laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur. Precautions: it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant."